Event description:
It was reported that a motor stall occurred just after midnight on (B)(6) 2010 but then later covered on the same day at 1:20 pm. A critical alarm was heard. The pt went to the clinic where it appeared that the pump could be programmed. The pt was given oral medication and was told to come back the next day. The pt had a dose increase on (B)(6) 2010. A second motor stall occurred on (B)(6) 2010 or (B)(6) 2010. The "motor stall" message was displayed on the physician programmer. The pump motor again later recovered on the same day. The pump was explanted and replaced due to uncertainty of performance. The pt recovered without sequela. The medications being delivered via the device system were dilaudid and bupivicaine. A follow-up report will be sent when additional info becomes available.

Manufacturer narrative:
(B)(6). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.